Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the immunohistology report, additional event of lymphadenopathy was reported. This medwatch is for the left side device; see manufacturer report # 9617229-2016-00174 for right side report.

Manufacturer narrative:
(B)(4). Device was analyzed at allergan, (B)(4). Visual analysis of the returned device identified: flat creases, white particles in device outer surface and one curved opening in the posterior. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening striated curved assessed as surgical damage and partial delamination of plug strap disk shell due to adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated curved assessed as surgical damage. Partial delamination of plug strap disk shell due to adhesive failure. Device history record (DHR) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. There is enough evidence to support that devices from this work order were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. The events of lymphoma-alcl, capsular contracture, inflammation and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Formation of fibrous tissue around an implanted device is a normal physiological response. Fibrous capsular contracture remains a common complication following breast implant surgery and is one of the most common reasons for reoperation. The cause of capsular contracture is unknown, however it is most likely multifactorial and may be more common following infection, haematoma, and seroma. Contracture develops to varying degrees, unilaterally or bilaterally, and may occur within weeks to years after surgery. Contracture of the fibrous capsular tissue surrounding the implant may cause a range of symptoms including firmness, discomfort, pain, distortion, palpability, and/or displacement. Severe cases are considered the most clinically significant, and may require surgical intervention. Capsular contracture may recur subsequent to corrective surgical procedures. Do not treat capsular contracture by external compression or massage, which may result in implant damage, deflation, folds, and/or haematoma." ¿as expected, following any invasive surgical procedure, pain of varying intensity and duration may occur following implantation. In addition, improper placement, surgical technique, or capsular contracture may result in pain associated with nerve entrapment or interference with muscle motion. Unexplained pain must be promptly investigated.¿

Event description:
Physician reported first left breast seroma occurring on (B)(6) 2014 and a second left breast seroma occurring on (B)(6) 2016. Received additional information from physician reporting analysis of slightly cloudy orange fluid resulted in large cells testing cd30+ and alk-. Physician additionally reported "in immunohistochemistry, these tumor cells, which are strictly limited in the fibrin coating, are cd30+ and alk-." This event has been confirmed as alcl. Diagnosis of alcl occurred on (B)(6) 2016. Physician additionally reported "inflammatory components" in the left side, left side pain and capsular contracture, baker grade ii. This medwatch is for the left side device; see manufacturer report # 9617229-2016-00174 for right side report.

Manufacturer narrative:
The device is currently being returned. It will be analyzed and results sent to the FDA in a supplemental report. The events of late seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma (alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explanation."

Event description:
Physician reported cloudy yellow fluid from breast prosthesis and diagnosis of anaplastic large cell lymphoma. Cytological markers cd30+ and alk- have not been confirmed; as such, this event will be captured as lymphoma. Device was explanted. This medwatch is for the left side device; see manufacturer report (B)(4) for right side report.